Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable elecsys ft3 iii result for one patient sample from the cobas 8000 e 801 module. The initial result was 3.13 pg/ml and was reported outside of the laboratory. The result was questioned by a physician and the sample was submitted for investigation. On (B)(6) 2018, the result from another cobas 8000 e 801 module was 2.82 pg/ml. On (B)(6) 2018, the result from a centaur analyzer 3.7 pg/ml. There was no allegation of an adverse event. The investigation did not identify a product problem. The cause of the event could not be determined. Assays from different vendors can generate different values. This relates to the overall setup of the assays, the antibodies used, and differences in reference materials/methods and the standardization methodology used. From the information provided, a general reagent issue could most likely be excluded.